Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found the haptic torn, bent, and deformed, and a piece of the haptic missing and residue on the lens. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -15.00 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 lens was exchanged for a shorter lens due to excessive vault. The problem was resolved. The patient's post-op best corrected visual acuity was 20/20 on (B)(6) 2017.